Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-tulip. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 22.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter (lot # e3424835) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. The filter angle of tilt was 6 - < 11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.7 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 13.1 degrees. On (B)(6) 2016, post-procedure x-ray, (same day as procedure): site: filter tilt 6 - < 11 degrees. Analysis: the angle of filter tilt in the ap view was 4.1 degrees and 18.9 degrees in the lat view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-tulip. Summary of investigational findings: image review finds filter tilt at follow-up (same day as procedure) up to 19°, but this is measured in reference to the vertebral bodies. Tilt should be measured in reference to the longitudinal axis of the ivc. However, in this case tilt cannot be measured against the course of the ivc, but if using the observed aortic calcifications to estimate the course of the ivc, tilt is estimated to be less than 10°. According to the imaging review, this is potentially a more accurate surrogate for the lumen of the ivc than the anterior vertebral bodies, and implies that the tilt is insignificant. However, as the true tilt (against ivc) cannot be estimated, we still assume significant tilt to be present. The statement that the filter legs appeared outside of the column of contrast after deployment cannot be confirmed with the available imaging. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. It is noted that the event did not harm the patient. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 22.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter (lot # e3424835) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. The filter angle of tilt was 6 - < 11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22.7 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 13.1 degrees. On (B)(6) 2016, post-procedure x-ray, (same day as procedure): site: filter tilt 6 - < 11 degrees. Analysis: the angle of filter tilt in the ap view was 4.1 degrees and 18.9 degrees in the lat view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.